Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported during a site visit on the cardiac ICU [intensive care unit] that they have experienced channel disconnects followed by the devices randomly shutting down when they bump an alaris system or during patient transport.